Event description:
It was reported that the patient presented in clinic after receiving high voltage therapy. It was determined that it was inappropriate therapy due to av interval delta was not met and caused a vt diagnosis during a supraventricular tachycardia. Reprogramming changed were recommended.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.